Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps, insufficient deflation time allowed. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with heavy calcification and no tortuosity. Pre-dilatation was performed with a 1.25 x 10 mm non-abbott balloon and a 2.0 x 15 mm non-abbott balloon. After successful implantation of a 3.5 x 18 mm xience xpedition stent, during deflation of the stent delivery system (sds) balloon, three seconds were given for deflation, and the sds balloon could not be fully deflated and became stuck on the implanted stent. A 1.5 mm non-abbott balloon was positioned inside the implanted stent, parallel to the partially deflated xience xpedition sds balloon. The non-abbott balloon was inflated parallel to the xience xpedition sds balloon and was able to fully deflate the xience xpedition sds balloon. Both devices were retracted from the anatomy without issue. The xience xpedition stent implant was confirmed to be in the correct position and adequately deployed and the target lesion was confirmed to be successfully treated. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the balloon were unable to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported that only 3 seconds were allowed for deflation of the delivery system balloon and the balloon could not be fully deflated and became stuck on the implanted stent. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to move the delivery system. It is likely that sufficient time was not allowed for the balloon to deflate; thereby leading to resistance with the implanted stent during retraction. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.